Manufacturer narrative:
(B)(4).

Event description:
It was reported that leads were dislodged due to twiddler syndrome. The ra lead was explanted and replaced. The rv lead was capped and replaced. The patient was stable post-procedure.